Event description:
The customer contacted stryker to report that their device is not delivering shocks during testing. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined the cause of the reported issue was a faulty digital pcba. The device was returned to the customer unrepaired.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device. It was determined that the device could not be repaired. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not delivering shocks during testing. There was no patient involvement reported with the event.